Event description:
It was reported that three (3) pillar palatal implants were implanted in a (B)(6) male patient on (B)(6) 2014, and two (2) of the implants were discovered to be partially extruded postoperatively after complaints of pain from the patient. An additional procedure was performed on (B)(6) 2014, in order to completely remove the two (2) partially extruded implants, at which time two (2) new implants were also put in place. There has been no pain or discomfort reported from the patient since.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation ¿ as the customer discarded it. The device was not returned and therefore no evaluation could be performed. Method: no testing methods performed. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.